Manufacturer narrative:
It was not possible to match this event with any previously reported event. Other applicable components are: product ID 8637, lot# unknown, product type: pump; product ID 8637, lot# unknown, product type: pump; product ID 8637, lot# unknown, product type: pump; product ID: neu_unknown_cath, lot# unknown, product type: catheter.

Event description:
Saulino, m., turner, m., miesel, k., cochran, f.r., stromberg, k., fehrmann, e., markert, m., spencer, r. Can cerebrospinal fluid pressure detect catheter complications in patients who experience loss of effectiveness with intrathecal baclofen therapy? Neuromodulation: journal of the international neuromodulation society. 2016. Doi: 10.1111/ner.12471. Summary: the catheter status of patients who presented with loss of intrathecal baclofen (itb) therapy effectiveness was investigated using measurements of cerebrospinal fluid (csf) pressure transmitted through the catheter fluid path to the pump. The aim of the study was to estimate the appropriate threshold separating catheter complications from "normal" catheter function, and to compare catheter status based on csf pressure with the clinical diagnosis. Reported events: catheter troubleshooting (i.e., imaging) procedures included conventional radiography, attempted catheter access port (cap) aspirati on, spiral CT, MRI, or in dpta nuclear cisternography. Based on clinical diagnosis 18 patients were judged to have catheters with complications. Fewer than 5% of patients underwent catheter revision or catheter replacement within the 60-day follow-up period. A total of 37 adverse events (ae) were reported for 20 patients from the time of enrollment through study exit. Baclofen withdrawal or "drug withdrawal syndrome" was the most frequently reported ae (7 events in 6 patients). Muscle spasticity was reported for a total of 4 aes. Patients experienced a loss of intrathecal baclofen (itb) therapy effectiveness. One patient experienced a serious ae of a pump pocket infection that led to discontinuation from the study. One patient had loculations at the catheter tip. There was one catheter complication noted as a subdural catheter. There were three catheter complications reported as a microleak. There were three catheter complications reported as a kink. There were two catheter complications reported as a dislodgement. There were two catheter complications reported as a fracture/leak. There was one catheter complication reported as a partial occlusion. There were two catheter complications reported as an occlusion. There were two catheter complications reported as a fracture. There was one catheter complications reported as a migration of the catheter tip.